Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve was chosen for implant using a large flexnav delivery system. The implant depth at deployment was 2mm. The implant depth at release was 3mm above the native annulus. The valve was implanted in an incorrect position, above the native annulus. The gradient was 15 mmhg post implant. A second 29mm portico valve (19312740) was then implanted successfully in a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was reported as stable.

Event description:
N/a

Manufacturer narrative:
An event of the valve being deployed upper to the native annulus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field confirmed that the valve did not migrate but was implanted in the incorrect location. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the instructions for use " note: position the annulus end of the valve 3 mm (0.12¿) below the native aortic annulus.". It was indicated the valve was at a 2mm depth when it was deployed.